Event description:
Facility would like to recommend to MFR's, that they imprint latex-free syringes with the words "latex-free" to facilitate proper selection at the time of use. Currently, once a syringe is removed from the box it is impossible to know for sure that it is latex free.